Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. Reportedly, the device was being applied to tissue and a pin that holds the jaw of the instrument together fractured. The fractured pin fell into the surgical cavity and could not be located visually. Subsequent x-rays could not locate the pin either. The instrument could not be used to complete the procedure so the surgeon used another device. The facility reports the pt has not experienced any adverse effects because of this.